Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-500, serial:(B)(4) batch:(B)(4).

Event description:
It was reported that the patient felt the ipg was hot whether it was turned on or off. It was also reported that the device or procedure contributed patients complication. The patient underwent an explant procedure. The explanted devices were discarded.